Manufacturer narrative:
On 21-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a navistar catheter and a steam pop occurred. During an avnrt ablation, in the middle/almost at the end of the procedure, a steam pop happened. No pericardial effusion was detected right after the case. The temperature: max. 54 celsius with an average 49 celsius. Impedance: max. 106, min. 83. Power: max. 41, average 37. The lenght of the ablation cycle when the pop was observed was 38 seconds. There were no errors reported on bwi equipment.